Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-1410lp low profile reamer tip shredded in the patient's knee upon drilling.

Manufacturer narrative:
Complaint confirmed, the cutting tips were found to be broken. Circumferential abrasion marks were observed around the od of the device near the distal end. The cause of the event is undetermined, however the damage observed suggest likely causes include prying/leveraging the device during use; hitting another object during use.